Manufacturer narrative:
Samples have been discarded by the customer. Should samples become available for eval, a follow up will be filed. Review of the complaint history reveals similar issues have been rec'd for this product code.

Event description:
Baxter field service rep was contacted by home patient indicating a 2240 air, detect alarm on home choice machine. Field service rep instructed home pt to contact nurse. Nurse informed baxter, home patient went to emergency room for replacement of trasfer set and pt was given prophylactic. No pt injury was reported at this time.